Event description:
In a scientific publication, author: zhou chenhe, "analysis on the effect of femoral prosthesis fixation in non-infected elderly patients undergoing total hip arthroplasty" it was reported that 1 patient presented definite loosening and 3 patients were suspected of loosening on the cemented group, the patients required no treatment due to this complication. The cementless group had competitors and echelon microporous straight stems implanted and the cemented group had competitors and echelon cemented stem implanted. There were 10 cases in total (cemented group: 6 cases; cementless group: 4 cases).

Manufacturer narrative:
Results of investigation: it was reported from a literature review that one patient presented definite loosening and three patients were suspected of loosening from the cemented group. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.